Manufacturer narrative:
The trilogy evo ventilator was returned to the third-party service center for evaluation. Evaluation of the device confirmed the device was in an inoperative condition due to contamination from moisture (salt water) and dirt throughout the ventilator. Review of the device download error log did not list any error codes determined to be ventilator inoperative error codes. Per the evaluation details, the system's printed circuit assembly failed to read the valve information, so several parts had to be replaced. The root cause of the device inoperative condition was determined to be excessive contamination with salt water and dirt throughout the device. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.